Event description:
It was reported that during a lobectomy procedure, a piece of plastic from the staple drivers had broken off the reload and implanted into the lung. It was removed and hemostasis was achieved. There was no patient consequence.